Event description:
Information received from the (B)(6) study. Medtronic (covidien) received information that a patient was discovered by MRI (magnetic resonance imaging) to have a hemorrhage in the right insular cortex 18 hours post procedure. Prior to the event, the patient suffered a stroke and was treated with mechanical thrombolysis with solitaire fr. The occluded vessel was the right intracranial internal carotid artery, tici0. The solitaire was used twice in the middle cerebral artery m1, tici2b, aol2. CT (computed tomography) imaging was taken at the end of the procedure and it showed no hemorrhage at the time. The hemorrhage was found 18 hours later. Since the hemorrhage was not critical, the patient's condition will only be monitored. In addition, it was reported that the event was not caused by usage of the device or related to the procedure. The hemorrhage appeared post procedure. The target vessel was not revascularized by t-pa treatment. The patient is reported to be doing well.

Manufacturer narrative:
The device's lot number was received. A lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review was not possible as the lot number was not reported. (B)(4).